Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, the patient underwent surgical replacement of the thoraco-abdominal aorta. Later, it was revealed that an abdominal aortic aneurysm had been formed around and distal to the anastomosis site of the existing graft. On (B)(6) 2017, the patient underwent endovascular repair of the abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced from the left side and deployed with its proximal end being implanted inside the existing graft. A contralateral leg component was also successfully implanted in the patient¿s right side. The physician then elected to deploy an aortic extender component (pla280300j/16481665) approximately 5 mm proximal to the trunk-ipsilateral leg component. However, the aortic extender component was deployed more proximal than intended, unintentionally covering the right renal artery. Several attempts were made to cannulate into the occluded right renal artery, but those were not successful. The physician elected to monitor the patient, and the procedure was concluded.